Event description:
The sales rep reported that the dr noticed leakage (while implanted) and removed/replaced the valve. Dr does not know if valve or catheter is leaking.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.